Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the screw was returned with a shaving hanging off from the second thread on the head thread. The blue anodize has been removed from the two threads closest to the shaft. The anodize at the stardrive form is slightly scratched which indicates usage. The measurable dimensions of the non-damaged areas on the head threads were within print specification. This complaint is invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, the technique guide provides 2 options for controlled screw insertion. The threaded drill guides and threaded sleeves control the trajectory of the awl and temporary fixation pins, to provide a controlled pathway for the cancellous locking screws. Alternatively, the drill/screw guide can be used to guide the cancellous locking screws into the plate, ensuring screw trajectory. Following the technique guide is critical to get good trajectory of the screws. It is not clear as to what technique was used during surgery and if the technique guide was correctly followed. This complaint is deemed indeterminate.

Event description:
It was reported that while the surgeon inserted screws onto plate. The screws were not sitting properly. The threads of the screws started shaving off. Surgeon removed plate and screws and used a new plate and screws to complete the procedure with no further problems. This 2 of 4 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.